Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was "randomly toning" and that the device had triggered its elective replacement indicator (eri). Device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device indicated the device reached eri on (B)(6) 2010. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device was "randomly toning" and that the device had triggered its elective replacement indicator (eri). The device was removed and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device indicated the device reached eri on (B)(6) 2010. The device was analyzed. Actual longevity is <80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.